Event description:
The pt reported she was unable to test due to the meter not turning on. She reported due to this malfunction, she went to the hosp where she was tested, blood glucose value unk, and treated with insulin. Technical support requested the return of the suspect product and replacement product was shipped.